Event description:
A novasure device was then opened and using the novasure sound, the cavity length was determined. The novasure array was seated in the normal fashion, and the cavity width of 4.8 cm obtained. After passing the cavity integrity assessment test, the novasure ablation was activated for a total of 34 seconds. The array was retracted and the device removed. Inspection revealed an incomplete ablation which was suggestive of device malfunction as only the right side of the cavity was ablated. A new device was called for and again, the cavity length and width obtained for the same measurements. Again, the cavity integrity assessment test was passed, and the novasure device was activated, this time with a burn time of 37 seconds. The array was retracted and the device removed.